Event description:
It was reported that loss of aspiration and pericardial effusion occurred. During an atrial fibrillation concomitant case, a versacross connect access solution for faradrive was selected for use. During the procedure, after transseptal puncture (no issues reported), the physician was unable to aspirate the faradrive sheath. The sheath was pulled back to right atrium, and aspiration was successful. The sheath was reinserted to prior transseptal location. Aspiration was successful. Pulmonary vein isolation was performed, but pericardial effusion was noticed when ablating the last vein, which was the right inferior pulmonary vein (ripv). A perforation was noted anterior to the fossa. Pericardiocentesis was performed in response to the event. The procedure was aborted due this situation. It was believed that the perforation was due to the transseptal location, and the suspected puncture site was too low, causing a through and through scenario. The patient was hospitalized and was fully recovered following this event. The device is not expected to be returned for analysis. No resistance was felt while maneuvering the catheter, nor guidewire. The effusion/tamponade was discovered during the procedure just after ablating 3/4 (three fourths) veins. The catheter was located at outside ripv at the time the effusion/tamponade was discovered . The ablation was been taking place around 20 min when effusion/tamponade was observed. The ablation was been taking place around 40 min when the patient complication was observed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields - brand name (d1), in section d - suspected medical device, and describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that loss of aspiration and pericardial effusion occurred. During an atrial fibrillation concomitant case, a versacross connect access solution for faradrive was selected for use. During the procedure, after transseptal puncture (no issues reported), the physician was unable to aspirate the faradrive sheath. The sheath was pulled back to right atrium, and aspiration was successful. The sheath was reinserted to prior transseptal location. Aspiration was successful. Pulmonary vein isolation was performed, but pericardial effusion was noticed when ablating the last vein, which was the right inferior pulmonary vein (ripv). A perforation was noted anterior to the fossa. Pericardiocentesis was performed in response to the event. The procedure was aborted due this situation. It was believed that the perforation was due to the transseptal location, and the suspected puncture site was too low, causing a through and through scenario. The patient was hospitalized and was fully recovered following this event. The device is not expected to be returned for analysis. No resistance was felt while maneuvering the catheter, nor guidewire. The effusion/tamponade was discovered during the procedure just after ablating 3/4 (three fourths) veins. The catheter was located at outside ripv at the time the effusion/tamponade was discovered . The ablation was been taking place around 20 min when effusion/tamponade was observed. The ablation was been taking place around 40 min when the patient complication was observed. It was further reported that the versacross device was discarded. Standard vesacross was used. It was suspected that the perforation occurred in the low ra/la septum due to an in/out phenomenon. No pericardial effusion (pe) was noted pre-procedure. No multiple attempts was required to track up / drop down the versacross dilator into position on septum before tsp was performed. Standard tenting was noted. The location of transseptal puncture was low. No difficulties encountered locating the puncture position. No issues visualizing the wire. No reason to suspect excessive force being applied during transseptal puncture. No difficulties gaining transseptal access was reported. The patient was discharged home and expected to recover.